Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, it was reported that the patient developed a minor wound infection and purulent pocket on (B)(6) 2010. On (B)(6) 2010 the excess tissue was excised using silver nitrate due hypertrophic scar at the abutment site. On (B)(6) 2010 the patient was administered oral antibiotics subsequent to the patient experiencing a surgical site abscess. On (B)(6) 2010 the patient experienced hypertrophic growth at the abutment site. Subsequently, a longer abutment was placed on (B)(6) 2010. On (B)(6) 2012 the patient experienced some swelling at the site. The issues have reportedly since resolved as of (B)(6) 2012.